Event description:
It was reported that during a procedure in the mildly tortuous, heavily calcified circumflex coronary artery a zeta stent delivery system (sds) did not cross the lesion despite use of force. The sds was removed without difficulty. After removal it was noticed that the shaft was broken. The lesion was pre-dilatated and two additional zeta sds were advanced but were unable to cross the lesion. The sds were removed without difficulty and a non-abbott stent was implanted in the target lesion. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned zeta stent delivery system (sds) noted blood visible on the shaft, balloon and stent implant and in the guide wire lumen, and contrast on the shaft, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were several kinks noted to the sds. The sds was not separated as reported. In this case, it is likely that the noted kinks were perceived by the account as the shaft being broken. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered during advancement in the heavily calcified lesion, as force was applied, the shaft kinked. It should be noted the zeta rx and otw instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for damage.